Event description:
A report was received that the patient was explanted due to pocket pain and inadequate pain coverage. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was explanted due to pocket pain and inadequate pain coverage. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2138-50, serial # (B)(4), description: scs 50cm iii lead model # sc-3138-55, serial # (B)(4), description: scs phiii extension 55cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg, leads, and lead extensions revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.